Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using an ilet system with an inset 6 mm 23" infusion set; no pump alarms or obvious set issues were noted, and the user performed a set change with agent guidance and confirmed with a fingerstick that glucose was decreasing. Symptoms included high blood glucose up to 375 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no assistance from others, and no use of backup therapy. Investigation included troubleshooting and user education, including infusion set replacement and monitoring of blood glucose. Investigation of this case revealed no device alarms or delivery interruptions and no identified device or component malfunction; the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.